Event description:
Subsequent to the initial medwatch report filed, additional information was received from the site stating the correct device was returned, however, the shaft was not fractured but only kinked and was not separated. No additional information was provided.

Event description:
It was reported that during a procedure of the circumflex artery, the voyager balloon dilatation catheter (bdc) met resistance during advancing and the proximal shaft, near the hub, was noted to be fractured. The bdc was removed from the anatomy without issue. A different device was used successfully in the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficulty advancing could not be replicated in a testing environment as it was based on operational circumstances. The reported kinks/bends were confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up will be submitted with all additional relevant information.